Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt has cellular material growing on the anterior surface of the iol. The association between the iol and this event is not known. Additional info has been requested.